Manufacturer narrative:
Additional information, device evaluation: as a part of a system checkout, it was noted that the new part was received at the facility and the part was replaced, thus resolving the general failure. Still no parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The frame, 9732353, perc ref, cross pin (lot# 090202) was returned for analysis. Analysis found that the returned frame was very worn with many nicks and scratches. In addition the color was almost completely faded from the frame. As reported, the frame would not accept a known good perc pin. The adapter base spring was also slightly loose. However, with markers attached and fully seated, the frame returns good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number and UDI number are unavailable. As a part of a system checkout, it was noted that the perc pin adapter needed to be replaced. No parts have been received by the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the percutaneous pin got stuck in the percutaneous pin adapter. It was difficult to insert the percutaneous pin into the adapter, and it was very hard to remove it as well. This issue occurred during the setup equipment task. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that, during troubleshooting, the pin was disassembled from the adapter by the biomed on site. Both parts were noted to be very damaged.